Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, fluid was able to flow through the infusion set and out the catheter tip. No occlusion was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose was unknown mg/dl. The customer reports the alarm was resolved by a complete set change. The customer was unable to troubleshoot because she did not have time. The customer was returning the product based on her request.